Event description:
Jjpi was notified of difficulty in fully seating a tibial liner into the tibial tray (subject of this report). A second liner was tried and it was not felt by the surgeon that it seated as expected. The surgeon did not remove the tibial tray due to the fact that the cement used to hold it in place had hardened. The liner and tray remain implanted.